Event description:
It was reported that approximately 2-3 years post vena cava filter implant, a detached filter limb was identified on a chest x-ray. The x-ray was performed for an unrelated issue and the discovery was an incidental finding. The filter and detached limb were successfully retrieved without incident. No patient injury was reported.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.